Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.

Event description:
An individual from finland contacted customer service about her son's contour meter. On (B)(6), the customer's contour read "lo" and 0.6 mmol/l, while another meter read 6.9 mmol/l. On (B)(6), the contour read 0.8 mmol/l, while the other meter read 17.6 mmol/l. On (B)(6), the contour read 1.8 mmol/l, while the other meter read 9.1 mmol/l. The differences between the comparison readings fall in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter and test strips are to be returned for eval.